Event description:
The technician alleged the brake pedal locks into brake mode but when the bed is moved the brake pedal pops out of brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake bushings, bearings, brake steer caster and brake caster to resolve the issue.